Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the display on the insulin pump is blank. Customer stated that she changed the battery and the device was not turning on; she took the battery out and it seemed like corroded. Customer stated that the contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Blood glucose value is 114 mg/dl. Nothing further reported.

Manufacturer narrative:
The pump was received with a blank display due to corroded battery tube. Unable to perform operating current and displacement test. The pump also had minor scratches on the lcd window, cracked case at display window corners, cracked reservoir tube lip and stained end cap sticker.